Event description:
It was reported to philips that the device issue is "the handle charge was slow". The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact.